Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2014 at home. Between 10:23:35 and 10:42:02 on (B)(6) 2014, the lifevest detected asystole ten different times while the ECG showed bradycardia from 4 to 40 bpm degrading to asystole. The pt received 5 treatment defibrillations between 10:48:33 and 15:20:55 on (B)(6) 2014 in response to asystole. Oversensing of small cardiac signal contributed to the false detection. No sustained ventricular tachyarrhythmias were detected. The response buttons were not pressed during the entire event. The device shutdown at 16:15:41 on (B)(6) 2014. There is no indication that the defibrillations contributed to the pt death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device evaluation of electrode belt sn (B)(4) is complete. As received, the dn to rear te cable was pulled from the string relief. The root cause of the pulled cable was likely due to excessive force when removing the belt from the pt. There is no indication that the pull cable contributed to the event. There is no evidence to suggest that the lifevest caused or contributed to the death. Monitor (B)(4): (B)(6) 2010 - reuse, electrode belt (B)(4): (B)(6) 2013 - reuse.